Event description:
The customer reported being hospitalized due to low blood glucose of 40mg/dl. The caller stated that he fainted and the paramedics were called. Troubleshooting was performed. The time was off for three to four minutes. The basal rates and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.